Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator shut down and alarmed after operating on backup battery. The manufacturer's service technician reported the ventilator was operating on backup battery because it would not operate on ac power, and the backup battery depleted due to extended use. The service technician replaced the power supply to address the findings. Extended self testing and applicable final testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The customer reported the ventilator was in use on a patient, and there was no patient harm.